Event description:
It was reported that during a coronary artery drug eluting stenting procedure, difficulty was encountered crossing the lesion and the stent was found to be damaged. The physician reported that while exiting the guide catheter with the 2.5 x 12mm taxus express2 drug eluting stent and entering the mid cx (circumflex), the stent "felt different, felt gritty". As the physician felt resistance, they started pulling stent back. The stent was pulled back into the guide catheter after pulling out the choice pt wire. When examined, a stent strut was damaged at the distal end of the stent. The lesion was reported to have been predilated with another MFR's 2.25 x 6mm balloon. Another 2.5 x 12mm taxus stent was used to successfully complete the procedure. There were no reported pt complications as a result of this event. The pt's status was reported as "okay".